Event description:
The customer contact reported a leak. At an unspecified time, the secure lock male adapter of the primary tubing set was connected to the female adapter of the extension tubing set and was primed via gravity in the user facility to deliver total parenteral nutrition (tpn). The customer contact reported that the tubing set was slow to prime via gravity. No specific details were provided. At an unspecified time, the tubing set was loaded into a gemstar pump and the pump was programmed to deliver tpn 1375 ml, at a rate of 91 ml/hr, for a duration of 12 hours. After an unspecified length of time, the tubing set was connected to the patient's IV access site and the delivery was started. At an unspecified time, the patient went home. After an unspecified length of time, the patient's husband reported that an unspecified volume of solution leaked at the connection of the secure lock male adapter and the female adapter. Reportedly at this time, a 1.25 inch segment of air was noted distal to the air eliminating filter. No air was delivered to the patient. The tubing sets were replaced by the home health nurse and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.